Event description:
User received an erroneous calcium result for one patient sample which was reported. Initial result gave 8.8; repeated on another p module gave 9.8 mg per dl. The original p module was re-calibrated and the same sample was repeated giving 9.7 mg per dl. User said the patient was not treated, as they contacted the doctor's nurse and instructed her to not use the original calcium result reported. The corrected result was provided later. No information was provided to determine which corrected calcium result was reported. The field service representative determined there was a fluidic failure and replaced the sample probe, the reagent probes, the cells and the lamp. He also adjusted detergent, rinse and cell blank volumes. Verified analyzer performance by performing a cell blank, and calcium precision studies. The customer also ran calibration and controls.